Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported smoke emitted from an advia 2120i hematology system with dual aspirate autosampler due to a malfunctioned black wire from the autosampler. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse repaired the malfunctioned wire, which allowed the instrument to return to normal operation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported smoke emitted from an advia 2120i hematology system with dual aspirate autosampler due to a malfunctioned black wire from the autosampler. The customer confirmed that there were no visible flames associated with the smoke. The customer had a backup instrument to process samples when the instrument was down. There are no known reports of adverse health consequences due to this event.